Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the atw35 firing lever broke. Another instrument was used to complete the case. There was no consequence to the pt.